Manufacturer narrative:
Pt. Info.: information unknown/not provided. If explanted; give date: n/a (not applicable). The lens remains implanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was fully inserted in the patient's operative eye when the surgeon noticed a micro black piece of plastic post insertion. The piece of plastic was safely removed with no issue and was discarded. There was no patient impact. The patient status was reported as unknown. No further information was available.

Manufacturer narrative:
Additional information: section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint simplicity was received inside of a plastic bag. No iol was received as part of this return. No additional materials were received as part of this return. Visual inspection under magnification revealed that the handpiece was received with the plunger rod fully advanced. The handpiece was disassembled and the handpiece was further inspected. No particles or alleged foreign material (black) could be identified. Furthermore, per the initial report alleged foreign material was discarded. No iol was received as part of this return. The complaint issue reported could not be confirmed and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: upon further review, it was noted that the following information was inadvertently not included; therefore, it is captured in this supplemental report: the following sections have been updated accordingly: section d9: device available for evaluation? Yes section d9: returned to manufacturer on: 4/20/2022 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.